Event description:
Voluntary recall of covidien heparin flushes on 08/20/2013. On (B)(6) 2013 - pt received affected medication (qty (B)(4) each) from our branch. On (B)(6) 2013 - pt presented with signs and symptoms of infection to cancer clinic, that prompted cultured to be drawn. On (B)(6) 2013 - blood cultures positive for bacterial growth. Pt treated with IV vancomycin x 7 days as outpatient. On (B)(6) 2013 - upon call to pts who received the affected lot of heparin, pt's wife stated that pt was diagnosed with infection (possible hickman line infection). They had in possession, a partial box of the recalled heparin. Clinical (B)(6) cancer center alliance informed, who notified (B)(6) and their practitioners on (B)(4) 2013. Dose: 5ml IV qd per lumen. Diagnosis for use: central line maintenance.